Manufacturer narrative:
An event regarding periprosthetic acetabular fracture due to trauma involving a secur-fit ha psl screwless cup 52mm was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: a device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation concluded that the root cause of this periprosthetic acetabular fracture could not be determined based on the information provided. From the event details it was reported that the patient underwent revision after a fall which indicates that the trauma would have been a contributory factor to the surgery. The specific device issues as a result of the fall were not reported. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient fell and developed a peri prosthetic acetabulum fracture.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient fell and developed a peri prosthetic acetabulum fracture.